Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint captures the first revision performed on (B)(6) 2020 as mentioned by the event description of reference complaint (B)(4), which states that: "on an unknown date the patient underwent a primary procedure treating humeral fracture. The global unite system was applied. On (B)(6) 2020 he underwent an rsa revision procedure to treat wide-range rotator cuff tear. The delta xtend system was applied to alleviate limited range of upward shoulder/upper-arm motion." The humeral head will be reported as it is unknown which device(s) were associated with the reported event.